Event description:
Reporter stated the customer felt nauseated and vomited on (B)(6) 2014. Her blood glucose was 21.0 mmol/l, and she changed the infusion set and delivered insulin via the infusion device. Her son found her unconscious and contacted the paramedics. She was admitted to the intensive care unit and treated with intravenous insulin. The medical staff removed the infusion set and noticed the cannula was bent. She "woke up" on (B)(6) 2014 and began to use the infusion device with a different lot of infusion sets. At this time, her blood glucose level was better. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.